Manufacturer narrative:
This is one event (death) reported on the same patient involving two separate products and associated with MDR numbers: 1225714-2014-01097 and 1225714-2014-01098.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2008 after the use of the product.